Manufacturer narrative:
Citation: bruno et al. Rapid-deployment or transcatheter aortic valves in intermediate-risk patients? (B)(6) cardiovascular & thoracic annals 2017, vol. 25(4) 264¿270. Doi: 10.1177/0218492317704773. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comparison of rapid-deployment and transcatheter aortic valve implant (tavi) valves in intermediate-risk patients. All data were retrospectively collected from a single center between february 2013 and november 2014. The overall study population included 162 patients (83 rapid-deployment + 79 tavi). All 79 tavi patients (predominantly male; mean age 81 years) were implanted with medtronic corevalve (serial numbers not provided). After propensity-matching, 60 patients were included with 30 in the rapid-deployment group and 30 in the tavi group. Among the 30 tavi patients a total of five deaths occurred, one during hospital stay and four during follow-up. One of these patients developed bilateral pneumonia due to klebsiella pneumoniae infection and died of septic shock and multiorgan failure 26 days post-implant. Based on the available information, this death was not attributed to medtronic product. Another patient had early in-hospital moderate-severe regurgitation and later died of refractory heart failure after 14 months. The authors also described this as a ¿cardiac-related death on follow-up due to refractory cardiogenic shock in a tavi patient with early postoperative severe aortic regurgitation (ar)¿. No additional details were provided regarding this patient. Among the 30 tavi patients adverse events included: paravalvular leak, major bleeding, atrioventricular conduction disturbances requiring permanent pacemaker implant, vascular access complications, new onset atrial fibrillation, and stroke. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.